Event description:
Heating pad was returned to retailer and the only info provided was "won't heat up". No injuries were reported with this incident.

Manufacturer narrative:
Led has failed/burned out.